Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher and paykel healthcare in (B)(4) for investigation where it was visually inspected. Results: visual inspection revealed holes in the evaqua2 limb of the complaint breathing circuit 15 cm from the patient end connector. Conclusions: we are unable to determine the root cause of the reported event, however it is likely that the excessive use of the complaint circuit for 17 days contributed to the damage. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The healthcare facility reported that the damage was observed during use, which suggests that the complaint breathing circuit became damaged after it was released for distribution. Our user instructions that accompany the rt265 state the following: "this product is intended to be used for a maximum of 7 days." "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported via a distributor that they noticed a water leak from the expiratory limb of a rt265 infant dual-heated evaqua2 breathing circuit after 17 days of use. It was reported that pinholes were found in the expiratory limb of the complaint circuit. The complaint circuit was used inside an infant incubator. No patient consequence was reported.